Event description:
It was reported to boston scientific corportation that a solyx blue sis system device was used during a solyx single incision mid-urethral sling procedure performed on (B)(6)2020 for the treatment of stress urinary incontinence. According to the complainant, during the initial insertion of the solyx sling, the shaft tip detached from the device inside the patient. Reportedly, the shaft tip did not fall into the patient and was retrieved. The procedure was completed with another solyx blue sis system device with no issues. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of shaft tip detachment. One solyx delivery device was received. Investigation of the returned device found that the shaft tip was missing and was not returned. The tip had broken approximately 1mm from the shaft. The remaining 1mm of the device was bent. The reported event of shaft tip detachment was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. It is likely that during the placement of the carrier, the tip experienced excessive force causing it to bend and ultimately break. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure which indicates "the adverse event occurred during the procedure and the device had no influence on event." A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx blue sis system device was used during a solyx single incision mid-urethral sling procedure performed on (B)(6) 2020 for the treatment of stress urinary incontinence. According to the complainant, during the initial insertion of the solyx sling, the shaft tip detached from the device inside the patient. Reportedly, the shaft tip did not fall into the patient and was retrieved. The procedure was completed with another solyx blue sis system device with no issues. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.